Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2025 sid (B)(6) = 114 / 145 mmol/l (normal range: 135-145 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and determined the ict to ict pre amp cable (c-35016756-02) and clogged tubing, peristaltic head (rohs)(7-202464-01). The parts were replaced, and the issue was resolved. The instrument alinity c processing module, serial number (B)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints and trending data associated with the ict to ict pre amp cable and the tubing; peristaltic head did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides adequate information regarding the removal, replacement, and verification of the ict to ict pre amp cable and the tubing, peristaltic head. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6), or ict to ict pre amp cable and the tubing, peristaltic head.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2025 sid (B)(6) = 114 / 145 mmol/l (normal range: 135-145 mmol/l) no impact to patient management was reported.